Manufacturer narrative:
Patient information is unknown. Additional procode: hwc. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported that open reduction internal fixation (elbow) occurred on (B)(6) 2018. Two (2) of the distal 2.7mm locking holes in the plate were not grabbing the screw. It seemed that the thread in the plate was not working. The surgeon removed the plate and instead used a non-synthes plate. After removal of the plate, the holes were checked again and still didn't grab the screw. There was a 15-minute delay to the procedure. There were no adverse events to the patient. Current patient status is unknown. Concomitant devices: unknown trauma screw (part number: unknown, lot number: unknown, quantity: 1). This report is for a 2.7mm/3.5mm va-lcp olecranon pl 2h/rt/90mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part 02.107.202, lot h488407: mfg date: november 07, 2017. Mfg location: (B)(4).. A review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: visual inspection of the returned plate revealed thread damage/stripping to the first, second, and fourth most distal holes. Scratches and nicks were observed in area around the fourth most distal hole. Two narrow opposing nicks in the medial area of the second most proximal combi-hole were also observed. The complaint condition of damaged locking hole threads was confirmed. Further functional testing could not be completed since the screws were not returned. A dimensional inspection of features relevant to this complaint could not be obtained due to the thread damage. Review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. The current drawing for the plate family was reviewed during this investigation. This drawing was current at the time of manufacturing. No product design issues or discrepancies were observed. The complaint condition was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. As such, based on the nature of the thread damage as well as scratching/nicking around the hole, damage of the device most likely occurred during usage. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product has been received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.